Event description:
It was reported that the 6600 system intermittently had no image during a case. The procedure was cancelled. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.